Event description:
Report from customer states that when the trimark td 36-09 device was inserted into the biopsy handpiece, it "didn't feel right". The customer reports that the trimark td 36-09 device was broken midway up the trap door and the broken portion was left behind in the pt's breast.